Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were erratic readings. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported. It was indicated that the patient was using a third party application, which is misuse of the device.